Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication replenishment message was failed to generate. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication replenishment message was not being generated. A technical support specialist dialed into the station, checked station inventory for med ID and it was out of stock, checked inventory view table and found ghost pocket, cleared ghost pocket and med ID was showing now. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication replenishment message was failed to generate. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.